Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the carrier hoop, introducer sheath, coil and delivery wire were returned for analysis. Visual inspection was done. The introducer sheath, coil and delivery wire were removed from the carrier hoop. The introducer sheath was inspected and no defects were noted, however there was blood noted. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were interlocked within the introducer sheath. The delivery wire was inspected, no damage was noted. The coil was inspected and found to be stretched along the proximal portion. Microscopic inspection revealed no damage on the interlocking arm of the delivery wire. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no defect was noted. Dimensional inspection observed the coil dimensions that could be measured were found to be in specification. The delivery wire dimensions were found to be in specification as well; however, the number of distal fiber bundles were below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-oct-2016. It was reported that the coil became stuck inside the catheter. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 15mm x 40cm interlock-35 was selected for use. During procedure, it was noticed that the coil was stuck inside the angiographic catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed missing fiber bundles.